Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, and the completed investigation results. The actual sample was returned to (B)(4) in which the unit box the actual sample was packed had been damaged. The actual sample was taken out of the unit box and subjected to visual inspection. The peel pack was found not to have been opened yet. The peel pack had some creases on the surface where the gas exchange module packed in it had contact with it. In the unopened pack the gas exchange module was found to have come off the support arm. The cap to be applied to the reservoir outlet port had come off and both of the clips (n=2), which are the components to be used to fix the gas exchange module to the support arm, had also come off their places. The actual sample was taken out of the peel pack for further inspection. The support arm and the components to receive the support arm on the gas exchange module were confirmed to be in the intact state. The gas exchange module did not have any visible damage on it. Visual inspection of the clips found one of them had been deformed. IFU: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. The above investigation revealed damage on the unit box and on the peel pack, coming-off of the gas exchange module from the support arm and the clips and the cap from their places. However, the customer's report of "oxygenator grooves found broken" was not confirmed. The above mentioned anomalies are most likely to have been caused due to the actual sample having been exposed to excessive shock force during transportation and/or storage. From the available information, however, it is difficult to determine definitely how and when the actual sample was exposed to such circumstances.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason code 20 was used in the conclusions section of h6. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage in the capiox device. The following information was provided by the user facility: breakage was found in the oxygenator grooves; and there was no patient involvement.